Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella rp flex for mechanical circulatory support. The initial plan was to take the patient to cvor urgently for escalation of impella cp smartassist to an impella 5.5 and leave on bipella support. The impella rp flex had a clot ingestion issue and little flows. The decision was made to convert to veno-arterial extracorporeal membrane oxygenation (va ECMO)/impella cp smartassist. A drainage cannula was placed using the existing impella rp flex site utilizing the trojan horse technique. The patient was placed on va ECMO. The patient will remain on va ECMO/impella cp smartassist support and the team will reevaluate the need to escalate to an impella 5.5. The patients outcome is stable.

Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. The impella device was returned for evaluation. The data logs showed that about 21 hours into support, there was a large spike in motor current, placement signal and purge pressure, where the motor current remained elevated after. There was a clot returned in a cup, with the returned pump. There were no cannula kinks found but the pump had biomaterial wrapped around the impeller. Based on the data logs and returned product, the root cause of the low pump flow is most likely due to biomaterial ingestion. The root cause of the thrombus was unable to be determined due to insufficient clinical details. B.2 required intervention was added as it was omitted on the initial manufacturer device report number 1220648-2025-29932. H.1 type of report was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-29932.